Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate electric shock due to ventricular tachycardia (vt), however, this shock was unable to convert the rhythm. The physician mentioned the vt stopped spontaneously. A defibrillation threshold (dft) test was planned to determine the conversion efficacy, and technical services (ts) support was provided. Ts reviewed the case and provided recommendations for the dft test, as well as to investigate the patient condition. It was then mentioned that the patient had two big glasses of vodka red bull and some cigarettes before the vt started. The shock test was performed and the device position was also checked before testing, and it was determined to look similar to implant. The dft was performed with standard polarity and once with reversed polarity, both shocks were successful. The patient will continue to be monitored. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate electric shock due to ventricular tachycardia (vt), however, this shock was unable to convert the rhythm. The physician mentioned the vt stopped spontaneously. A defibrillation threshold (dft) test was planned to determine the conversion efficacy, and technical services (ts) support was provided. Ts reviewed the case and provided recommendations for the dft test, as well as to investigate the patient condition. It was then mentioned that the patient had two big glasses of vodka red bull and some cigarettes before the vt started. The shock test was performed and the device position was also checked before testing, and it was determined to look similar to implant. The dft was performed with standard polarity and once with reversed polarity, both shocks were successful. The patient will continue to be monitored. The s-ICD remains in service. No additional adverse patient effects were reported.